Event description:
It was observed that during the device evaluation, the rigid video scope exhibited fiber breakage, the light guide adapter is loose, and the video connector has cracks on the side. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were found during investigation: fiber breakage, the outer tube is bent and dented, the light guide adapter is loose and the video connector has cracks on the side. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and a correction. Correction: g4. Update: h4.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited fiber breakage, the light guide adapter is loose, and the video connector has cracks on the side. There was no patient involvement.